Event description:
Patient reported that their one touch ultra meter's display was damaged. There was a mark on the display. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given.